Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -15.0/+3.0/097 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial. There was residue on product. Visual inspection found the haptic torn and foreign material on lens surface (residue on lens). (B)(4).